Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. No lost sensor alarm could be verified due to the alarm for the loose drive support disk. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window corners and a stained end cap sticker.

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system. Troubleshooting was done. Customer's blood glucose reading was 43 mg/dl. Customer treated with food and had almond milk chocolate. Customer stated that got compromised force sensor alarm and insulin squirted. Customer that they are unable to exit the preparing to prime loop. The customer states the rewind message occurred after an alarm/alert. Explained to customer that during seating the force sensor did not detect the reservoir and that causes the compromised force sensor system alarm. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.